Event description:
Patient stated adhesive pad did not stay attached to the body for full 24 hour period, v-go on for a few hours. Patient stated this was the fourth v-go that did not stay attached in this box of v-go's. Patient stated the last time this occurred was (B)(6) and the other three times where weeks prior and does not recall the exact dates. Patient stated he prepare area as trained.